Manufacturer narrative:
E1: reporting address postal: (B)(6). G1 contact office phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was misalignment in the touch position. An attempt to resolve the issue by calibrating the touchscreen was unsuccessful. The touchscreen was then replaced and the reported issue was confirmed to be resolved. The touchscreen was resolved to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested and the failure was confirmed. The touchscreen does not meet the acceptance criteria specified due to failing the resistance ration verification.